Event description:
It was reported that during the preventative maintenance of the external pulse generator (epg), the sensitivity was reported to be high and out of specification. The epg will be returned for repair. There was no patient involvement.

Manufacturer narrative:
(B)(4). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.